Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. (B)(4).

Event description:
A physician reported during a flap creation procedure the canal was cut but when making the bed, there was no bubble pattern. The doctor stopped the procedure immediately and changed the canal from nasal to superior, re-docked the patient and the procedure was completed.

Manufacturer narrative:
A logfile review for the day of the treatment day could confirm the reported treatment was interrupted after a warning message occurred. This warning message indicates the user released the laser pedal and pressed the vacuum pedal to interrupt the treatment. The treatment was restarted and completed successfully on the same day. No vacuum issue was found and the energy was stable at that day, no error messages or parameter deviations from technical side can be seen from the log file . During technical onsite visit the field service engineer (fse) replaced system computer, patient interface, z scanner cable and z scale ribbon cable in scanner box and performed full system alignment according to the advise from the company technical team. The system meets company specification per service installation records. The root cause could not be determined conclusively. The manufacturer internal reference number is: (B)(4).